Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 800mg/dl. Customer¿s current blood glucose was 174mg/dl. Customer declined troubleshoot for high blood glucose. Customer stated that metal piece broke off in battery cap and where the battery goes in there was a piece that was cracked off of the pump as well as the battery cap does not screw in right so there was tape on it. Customer advised to discontinue use of the pump and revert to a back-up plan as per health care professionals. Insulin pump will not be return for analysis.